Event description:
Boston scientific received information that during a replacement procedure this right ventricular (rv) lead displayed low pacing impedance measurements and high pacing threshold measurements. The arrythmia logbook showed many non-sustained episodes due to noise. The patient did not receive inappropriate therapy. There was an allegation of a possible insulation issue. This lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil 295-310 mm from the terminal pin. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. Further insulation damage was noted at 82-92 mm from the lead's tip, and additional explant damage was observed throughout the lead. An x-ray of the lead segments confirmed no conductor fractures were present. No further testing of the lead was performed.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, this lead will be analyzed and this investigation will be updated.